Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows no signs of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event.

Event description:
It was reported the patient's blood glucose level rose to 338 mg/dl while wearing the pod an unspecified duration. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918usqs7ezb6 hardware: sm-s918u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.